Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that pink smoke came out of the coulter lh 750 slidestainer (lh 750 slidestainer) when they powered up the unit which had been idle for some time. Customer reported they did not see sparks or flames. Customer reported they did not call the fire department. Customer reported they powered off and unplugged the lh 750 slidestainer unit. There was no report patient results were affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. A bec field service engineer (fse) was dispatched to the customer's site to evaluate the instrument. Customer reported to the fse that there had been an accidental spill on the night when the incident occurred and the instrument was giving agitation errors. The customer did not provide any specifics on the accidental spill. The fse did not observe any visible fluid while on site. The fse found damage to the base board that had shorted out causing the smoke. The fse found the agitation module and motor, as well as other components, had no visible signs of damage. The fse replaced the baseboard to repair the instrument.